Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there were no reported deviations from the instructions for use (IFU) regarding reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed as blockage was evident in the outlet pipe. In addition to the foreign debris found in the air/water nozzle, the evaluation findings are as follows: the light cover glass was chipped, stained and had worn adhesive, the optical cover glass was chipped, stained and had worn adhesive, the distal end adhesive was lifting, switch (#1) had a hole in the button, the suction connector had water ingress, the image had marks, the "up/down/right/left" angles were out of specification, the play on the "up/down" and "right/left" angles were out of specification, the water flow was out of specification, water removal was out of specification and the electrical safety test was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lucera elite gastrointestinal videoscope had a blockage in the channel system. The issue was found during reprocessing for a procedure completed with the same device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: debris was found in the air/water nozzle.